Manufacturer narrative:
An opened disposable I/a tip was returned for evaluation for the report of posterior capsule tear and tip issue. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The disposable I/a tip was visually inspected and deemed conforming. An additional test was performed to evaluate for possible contributing factors: functional flow check. The test was deemed conforming, good flow exited the tip. The complaint evaluation does not confirm the report of tip issue. The returned sample was found to be conforming for all visual inspection and functional testing associated with the reported event, therefore a tip issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the disposable I/a tip was manufactured to specification. All disposable I/a tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract surgery in the left eye, posterior capsule ripped during polishing phase which required a vitrectomy. The surgeon suspects the polymer irrigation/aspiration tip to be the cause. The surgery was completed on same day.